Manufacturer narrative:
The device was received by the resmed and an evaluation was performed. The evaluation determined that the system fault 65 was a single occurrence and could not be reproduced during in-house testing. Device has been sent to the design house in (B)(4) for an engineering investigation. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault message (sf65) indicating a data issue upon device start up. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
Based on previous investigations of similar complaints and the evaluation results, it was determined that the reported system fault (sf 65) was due to a software issue. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. (B)(4).